Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after undergoing total hip replacement, the patient experienced left pubic ramus fracture following a fall. This adverse event was treated with patient hospitalization and medication. The outcome has currently been pointed as resolved. The contribution of the implanted smith + nephew devices to this event cannot be excluded at this time.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the patients¿ fall cannot be ruled out as a contributing factor to her left pubic ramus fracture, subsequent hospitalization, and treatment with medication. It cannot be concluded the reported events were associated with a mal performance of the implant or implant failure. The patient impact was reported as the event was resolved. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that congenital deformity, improper implant selection, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, etc. Can increase risk of femoral or pelvic fractures, this has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include patient bone quality, post-operative patient condition, traumatic injury and/or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.